Event description:
The clinician reported that less than 3 weeks after the dental implant was placed in the patient's mouth, the implant did not achieve osseointegration. The clinician reported the patient's pain, implant mobility, abscess and infection. The implant was torqued to 25 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.